Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.2mmx15mmx142cm fg coyote fc mr (emerge) balloon catheter was advanced for dilation. However, during the first inflation at 5 atmospheres for 2 seconds, the balloon ruptured near the shoulder tip. The device was removed and completed the procedure with another of the same device. There were no patient injuries reported and the patient condition was good.